Event description:
It was reported that the user was unable to attach the infusion set connector to the cartridge, believed to be a mechanical issue, resulting in elevated blood glucose measured at 256 mg/dl; a dry run succeeded, the user opened a new box of connectors, and the supply change completed without incident, with replacement connectors sent and the lot referenced as 34784. Symptoms included hyperglycemia. Outcomes included restoration of glucose to within target range after successful connector replacement and no alerts or alarms. Investigation included guided troubleshooting and education, including a dry run and a repeat supply change using a new connector. Investigation of this case revealed an infusion set connection issue that resolved with a new connector, indicating the original connector did not attach correctly while the device and cartridge functioned as expected. It was concluded, based on previously established findings for similar reports, that user-facing hardware handling and a defective connector were the likely causes, mitigated by replacement supplies and correct deployment.